Manufacturer narrative:
This report is for an unknown trauma screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on november 7, 2019, an x-ray taken on an unknown date showed a matrix pro plate had migrated. The patient was asymptomatic. There are no plans currently to remove the device. It was noted the patient may have poor bone quality which could have contributed to the event. Concomitant devices reported: unknown screws trauma (part# unknown, lot# unknown, quantity# unknown). Unknown plates matrixrib (part# unknown, lot# unknown, quantity# unknown). This is report 2 of 2 for (B)(4). This report is for unknown trauma screws.